Event description:
During a rotator cuff repair, the suture was used to secure the cuff to the bone. The surgeon thought the bone was porous enough for suture needle penetration, but the needle broke following entry into the bone. With the exception of the bottom part, most of the needle went into the bone and remained there. No x-ray was used. They knew the location of, the needle, but were unable to retrieve it. The pt has been doing well post-operatively.